Event description:
A health professional reported that a mantis redux blocker and a tritanium pl cage migrated post-operatively. No adverse consequences were reported. The migrated devices were observed in a revision surgery performed for adjacent segment disease and in pre-operative imaging for the procedure. This report captures the blocker.